Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on information obtained in a follow up call by medical surveillance (ms). The patient reported that ¿around one week¿ prior to calling lifescan, she obtained results of ¿183mg/dl and 231mg/dl¿ on the subject meter. The patient detailed that she manages her diabetes with glimepiride pills, and claimed that she made no change to her diabetic management regime in response to the allegedly high result. During the follow up call with ms the patient stated that had the meter read lower or reflected how she was feeling, she would have consumed food or drink. The patient claimed that ¿two hours¿ after the alleged inaccuracy, she developed symptoms of feeling ¿shaky¿, which she confirmed to ms that she associated with low blood sugar. The patient reported that in response to the symptoms she immediately consumed chocolate ice cream and that her symptoms abated ¿within 30 minutes¿. At the time of troubleshooting, the customer care advocate (cca) noted that the patient had used an approved sample site and that the meter was set to the correct units of measure. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious hypoglycemic event after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.